Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a gidewire was passed through, a 4.0 x 40, 75cm mustang balloon was advanced for dilation. However, during inflation the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.